Manufacturer narrative:
Initial report sent by terumo cardio vascular. Will provide add'l info to medwatch once info is received.

Event description:
The device was in clinical when user noticed no difference of blood color between venous line and arterial line. User performed an arterial blood gas analysis (abga) and the result was that oxygen was not saturated even setting the fraction of inspired oxygen (fio2) value high. The user stated that the blender cannot apply the fio2 to the pt properly. The user changed the gas blender to another gas blender and the user could see the figures for the abga and pt's gas condition of blood return back to normal.